Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples. The results were reported to the physician. The samples were re-run and lower results were obtained.it is not known if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was an occlusion of the imt module. The siemens healthcare diagnostics field service engineer (fse) subsequently dispatched to the account performed routine instrument maintenance procedures. The instrument is performing within specifications.no further evaluation of the device is required.